Manufacturer narrative:
An event regarding a revision procedure due to patient factors involving a triathlon insert component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there were no other similar events reported for the lot. Conclusions: this event relates to a procedure that was performed 4 days post-operatively to treat a hematoma. The surgeon elected to exchange the insert component during this procedure, most likely as good surgical practice.

Event description:
Surgeon said patient has hematoma, needed to do irrigation. Decided to change insert on right knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Event description:
Surgeon said patient has hematoma, needed to do irrigation. Decided to change insert on right knee.